Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella cp was implanted in a patient via percutaneous femoral artery for mechanical circulatory support. The purge cassette malfunctioned. No patient harm was reported.

Manufacturer narrative:
Added d1. Brand name. Added d3 manufacturer fax was omitted during initial report. Corrected d7a. Is this a single-use device was omitted. Added h6. Health effect - impact code. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the product damage / fluid leak could not be determined as no product was returned, insufficient data logs were returned, and limited clinical details were provided.